Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cardiac cancer surgery, while on cardiac resection procedure in the lesser curvature of the stomach, the device did not fire, and the surgeon was unable to squeeze the handle. The device was replaced to complete the surgery and resolve the issue. There was no patient injury.